Manufacturer narrative:
The customer¿s reported problem was confirmed during the olympus repair inspection as the bending section was found detached from the insertion tube side of the scope exposing the internal components. Also the scope has fluid leakage/invasion at the scope connector. The inspection also noted the angulations are out of standard specifications and has play, and the insertion tube is damaged causing the suction channel to have blockage and the water flow to be out of specification. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer evis lucera elite gastrointestinal videoscope was returned to the olympus repair center for a reported ¿insertion tube damaged, leak at the distal end¿ that was found during reprocessing at bedside following the procedure. The procedure was completed using the same equipment and the failure did not occur inside the patient. Upon inspecting and testing, olympus identified the bending section was detached from the insertion tube side of the scope and the bending section cover is torn. No death or injury and no impact to patient or other has been reported to olympus. This report is being submitted to capture the bending section detaching from the insertion tube issue during repair inspection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded. Olympus will continue to monitor field performance for this device.